Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported that the unit has a 35volt failure and the blower is not running. The customer reported that the unit was not in use on patient. A 35 volt failure occurrence during normal ventilation operation may result in a shut down of the device with alarm. Pse (procuct support engineer) advised the biomedical engineer evaluate the pm board and motor controller board. The biomedical engineer replaced the motor controller boards to address the reported problem. The unit is now back in service.